Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a 25 units of spiros® closed male luer where it was reported that the customer was using this equipment on the cytotoxic reconstitution unit, on two occasions, a small white piece got stuck at the exit of the spiros. The syringes had to be remade. There was no exposure to any hazardous substance, the preparation was done in the isolator. There was no patient involvement, and no patient harm. This captures the second of two occurrences.